Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that a loss or change of therapy. The patient reported that she was ¿peeing all over herself¿ since (B)(6) 2017 (patient reported last 2 weeks). The patient reported that she thought she might have a urinary tract infection (uti). The patient reported that she called the doctor¿s office to schedule a manufacturer¿s representative (rep) appointment and they told her ¿we don¿t do that.¿ the patient reported that she didn¿t feel stimulation at the time of the report. The patient reported that didn¿t have her programmer with her at the time of the call and would call back later when she had it. The patient reported that she had called her doctor twice but they had told her they couldn¿t help her. No further complications were reported.